Event description:
It was reported that during a laparoscopic prostatectomy procedure, the first device had no9 function at all. The second like device had a broekn blade. A third like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Additional lot# x4533a.